Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. One possible lot has been identified for the device: (B)(4). A review of the device history record (DHR) was performed on this lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for this lot. The root cause of the failure is unknown. The march 2007, 15-month lithotripter baskets complaint trend report, inclusive of all failure modes was reviewed. An unfavorable trend was noted; however, no data point exceeded the complaint alert limit. An unfavorable trend is defined as two consecutive increasing data points. The trend report reveals (B)(4). A corrective action request (car (B)(4)) has been initiated to further investigate this issue. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2007, that during an endoscopic retrograde cholangiopancreatography with lithotripsy using a trapezoid rx lithotripter on a female patient, "the tip popped off inside the pancreatic duct." The physician does "not know how it got there, it [is] not supposed to be in that location." The physician "removed this basket from the patient and used another basket and balloons to remove the stone successfully." The tip of the basket was seen "on a x-ray and pancreatogram." The physician has opted to leave the tip in the patient as he believes it will pass naturally. The patient's condition was reported as "fine."